Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic with multiple episodes of noise due to emi. No action was performed. The device remains implanted. The patient was doing fine and will continue to be monitored.